Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 3 seconds. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.